Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.

Event description:
Consumer called to report that he was using renu multiplus multi-purpose solution and experienced irritation. He was seen by his hcp in 2007 and was diagnosed with a bacterial eye infection, and told he had a corneal ulcer, and some scarring. Treatment included tobramycin, tobradex, and zymar. Consumer reported he was seen one day later and weekly throughout the following month and was currently under treatment at the time of his phone call of date of report. Consumer reports also being seen by a corneal specialist and a retinal specialist. Medical documentation has been requested from consumer's hcps and has not been received to date.